Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve, vacuum the balloon inside of the tray and remove the balloon straightly with grasping it closely and removing it from the tray. The md inserted the sheath into the left femoral artery. As the md was inserting the iab through the sheath it became stuck. As a result, the md removed the iab and the sheath as one unit. Another 40cc iab was prepped and inserted with success. There was no reported patient complication or injury.